Event description:
Patient received an endeavor rx drug-eluting stent. Approximately 11 months post stent implant, a (late) stent thrombosis was reported to have occurred. It is reported that the patient suffered a non-qwave mi on the same day. Approximately 11.5 months post stent implant, it is reported that the patient underwent CABG surgery.

Manufacturer narrative:
(B) (4). Results: mi, stent thrombosis, revascularization.